Event description:
It was reported that during a shift check, the autopulse platform powered on but the display was blank. Customer indicated that they were unable to see anything on the display and that it was completely dim. In addition, there were no voice prompts. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.